Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device inappropriately diagnosed a vt as an svt and withheld therapy. The asymptomatic patient presented in-clinic for a routine follow-up. Interrogation of the device showed that there were multiple vt and svt episodes that had occurred. It was noted that the morphology seemed to inappropriately indicate svt on these episodes so morphology discrimination was turned off and the patient was sent home. Programming changes were recommended for the patient's next follow-up. The patient continued to be monitored.